Manufacturer narrative:
A4 is unknown. The cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the sepsis and fever was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The patient experienced hemolysis during support, with reported continuous renal replacement therapy. Sepsis protocol was also reported. The pump was successfully weaned and explanted, and the patient survived the event.